Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the hub or the bur snapped as the surgeon was burring during the hip arthroscopy.